Manufacturer narrative:
This report is submitted on march 31, 2022.

Event description:
Per the clinic, the patient experienced infection, swelling and drainage at the abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.